Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a cracked reservoir tube lip and battery tube threads.

Event description:
It was reported that the customer passed away. The caller stated that the customer was experiencing nausea and vomiting for three days, but refused medical assistance. The customer was later found unconscious in his bedroom. The customer was wearing the insulin pump at the time of death. The coroner stated that the cause of death was natural causes and diabetic ketoacidosis associated with ischemic heart disease. Nothing further was reported.